Event description:
Customer reported a rh discrepancy on galileo. A patient sample typed as o positive, but a new sample from the patient was tested, and reported as a o negative on the galileo.

Manufacturer narrative:
Images from the customer's galileo were reviewed. The mixing well and the test wells for the sample that was reported as o, rh negative appears faint in color and fibrin strands were noted in the test wells. The mixing well and the test wells for the repeat sample that was reported as o, rh positive appears darker, containing more red blood cells. The images looked as though the patient sample was not properly centrifuged when first placed on the instrument and reported as o, rh negative. When the sample was repeated an hour later, it had more time for the cells to settle and, as a result there were more patient red cells to be aspirated and dispensed into the mixing well.